Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule did not detach from delivery system and the dr went down to retrieve it. The pt was not injured following the procedure.